Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the manufacturer that a custom modified cable was requested and shipped. The vad coordinator reported that the pt had been experiencing red heart alarms when connected to the power module patient cable. The manufacturer was requested to perform an on-site evaluation. The analysis did not reveal any open wires in the percutaneous lead (lead) and the red heart alarms were not able to be reproduced by manipulation of the external portion of the lead. Onsite review of x-rays did not indicate any obvious damage. The vad center suspected possible internal damage and requested an ungrounded patient cable for continued support. The pt was registered on 1a transplant status and underwent a transplant on (B)(6) 2014. The perfusionist stated that they did not save the pump, but will be sending back the percutaneous lead for analysis.

Manufacturer narrative:
The explanted device will not be returned to the manufacturer for evaluation, however, the percutaneous lead was returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.